Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, stress testing, battery testing, and functional testing without duplicating the malfunction. The device's cpu board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Review of the activity logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display turned black and stopped ventilating. Complainant indicated that the clinician manually ventilated the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.